Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Which was believed to be caused by mineralization around the coil. Sensing and pacing impedance are stable and within normal limits. Troubleshooting options were discussed and recommended. The rv lead remains in service and no adverse patient effects were reported.